Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the pulse field ablation procedure, st elevation occurred which resulted in nitroglycerin being administered. The agilis sheath was inserted into the patient, followed by the dilator and non-abbott device (boston scientific versacross). The transseptal puncture was performed with the non-abbott device (boston scientific versacross) and the agilis sheath were advanced to the left atrium. The dilator and non-abbott device (boston scientific versacross) were removed and then the patient¿s ECG showed st elevation. Nitroglycerin was intravenously administered, which resolved the st elevation. The procedure was completed without replacing the introducer and there were no adverse consequences to the patient. There were no confirmed performance issues, but it is alleged that there was a possibility of air entry during dilator removal.